Manufacturer narrative:
MFR control no. Dc980309. The sample has been returned to arrow. Examination and testing found that the pump did not flow due to a blockage in the capillary tube. Our analysis could not verify how the blockage occurred.

Event description:
It was reported that after the pump had been in use for two weeks, it was found that there was no flow. The pump was explanted without complication.